Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens stuck in the cartridge or injection system and tore/broke during injection/delivery into the eye. There was patient contact with no patient injury. The lens was not implanted. Cause of event was reported as unknown. Waiting on new icl for implantation. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).